Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the receiver initialized without a manual restart on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of firmware error. The root cause could not be determined.